Manufacturer narrative:
(B)(4). G2: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the ball bearings were missing from e-f 12mm. No patient harm or impact reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3a; b1; b5; d1; d2a; d2b; d4; d9; d10; e1; g1; g3; h1; h3; h6. Complaint can be confirmed through the returned product analysis. Visual examination of the returned provisional shim identified signs of repeated use and both of components were disassembled / missing from holes, the missing components were not returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as wear and tear of the device from the repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.